Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a burning smell and a "kv on in error" message. No pt injury was reported.